Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent up button response due to moisture damage keypad traces. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time of the alarm is unknown; most recent reading was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.